Manufacturer narrative:
The product was returned for evaluation. A mismatch between the graft (woven graft, length 30 cm, diameter 30mm) and its labeling (knitted graft, length 40 cm, diameter 16mm) was confirmed. It was noticed that both inner and outer blisters were open. Upon investigation and review of the complaint device history records, it appears that this discrepancy is related to an isolated human error which occured during a manufacturing step. As a correction, the corresponding mislabeled product was found in turkey as it was also returned to the sales and service unit as part of a complaint (see manufacturer report 1640201-2017-00013). As a corrective action, a working group is currently conducting an analysis of the issue to prevent such incident from reoccurring.

Event description:
When opening the blister in operating room, the customer noticed that the graft was of a different size than it was stated on the labeling (probably 30 mm in diameter instead of 16 mm as mentioned on the labeling). The device was not used and was returned for evaluation.